Event description:
As reported by the user facility: (B)(4), lot # 2d17258382, 1 catheter, incident occurred sometime last week- clip did not engage when needle withdrawn- clip remained on needle shaft below needle bevel, exposing tip-no injury, no sample.

Manufacturer narrative:
Exemption number (B)(4). (B)(4) is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). This report has been identified as b. Braun (B)(4) internal report #(B)(4). Since the actual sample was not returned, a thorough investigation could not be done and no specific conclusions can be drawn. All available info was forwarded to the actual manufacturer for further evaluation. The performed a batch manufacturing record review and found no such defect at in-process quality inspection. A historical review of the customer complaint database, dating back one year revealed no other reports of this nature against p/n 42511280-02. There were no other reports of this nature against the reported lot # 2d17258382. If the actual sample is returned or if additional pertinent info becomes available, a follow up report will be filed.